Event description:
It was reported that the patient came to the emergency department with complaints that the device had shocked several times. The lead showed oversensing of the t-wave. The lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.